Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash underneath the lifevest garment. The patient's doctor prescribed hydrocortisone cream for the irritation. The patient reported that the rash was improving.